Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/14/2018. The customer stated that the battery is not charged and the facility performed a power test causing the ventilator to go inoperable. The customer was advised to let the battery charge for 10 hours and was provided with part number for the battery as the customer declined a battery replacement on (B)(6) 2016.

Event description:
It was reported that during service the ventilator went inoperable generating a 24 volt failed error code. There was no patient involvement. The event date was not specified; estimate used.